Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements, measuring greater than 125 ohms and high capture thresholds. Subsequently, the patient underwent surgical intervention to surgically abandon and replace the rv lead. No additional adverse patient effects were reported.